Manufacturer narrative:
Result: load cells. Conclusion: replacement load cells sent to account for installation. Device evaluated by account personnel.

Event description:
It was reported by service report that the scale was inaccurate.